Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient programmer had a blank screen. The patient had already tried new batteries prior to calling. It was noted the patient had the batteries in backwards and fixing this resolved the reported issue. The patient reported they were experiencing bladder leakage and this was a sudden change in symptoms. No further complications were reported or anticipated.